Manufacturer narrative:
Patient code: 2240, 1695, 1930,1994, 2069, 3189 - surgical intervention; 3191 - loss of appetite, vomiting of blood, bowel problems. It was reported that following insertion the patient experienced pain, vomiting of blood, loss of appetite and bowel problems. It was reported that patient underwent removal of mesh on (B)(6) 2013 due to hernia recurrence, infection, adhesion and seroma. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.